Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specs when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all mfg spec for products released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a f/u report will be submitted.

Event description:
Medtronic received info that this transcatheter pulmonary valve replacement system, implanted 4 years, exhibited a minor stent fracture without loss of integrity seen on chest x-ray. No adverse pt effects were reported and no intervention is planned at this time.